Manufacturer narrative:
(B)(4).

Event description:
The patient experienced overheating of external processor resulting in discomfort. No serious injury has occurred. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
(B)(4).